Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in clinic for routine follow up, high capture threshold and now sensing due to r-wave variation issue was observed on the lead. Lead was explanted and a new lead was implanted. Patient was stable post procedure.